Event description:
It was reported: patient is (B)(6) post-treatment (B)(6) 2011. At rest there is no difference in the two sides of her mouth, however when she tightens her lips (as she puts on lipstick), one side exhibits paresis.

Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and device met all release criteria. Cause of event is most likely due to treatment technique error. Patient contact attempts made with no response received. Patient photos not provided to ulthera per patient's request. Many contact attempts were made to confirm continued paresis as this is a noted risk in the instructions for use, which typically resolves with 3 months. We have not been able to confirm that the paresis/weakness in the lips when applying lipstick was not permanent and are therefore reporting.